Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during preventive maintenance service engineer found channel error. Pump was getting channel error 240.4150. He replaced the top pressure sensor which cleared the error and then ran the normal pm tests.